Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported free flow of isoproterenol (isuprel) could not be confirmed or replicated during laboratory testing. The suspect pump module was not returned for investigation; therefore, its testing could not be conducted. Rate accuracy testing was performed on the received pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The event date was reported to have occurred on 16 february 2026, at 11:00 am. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. On (B)(6) 2026, at 10:47 am, the pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned channel a. The user selected to new patient. The profile in use was identified as adult. At 10:48 am, the user programmed a guardrails drugs primary infusion with the following parameters: drug ID = 463 isoproterenol cont(isuprel), drug concentration = 1mg/100ml, patient weight = 55kg, dose = 0.2 mcg/kg/min (calculated rate of 66ml/h) and volume to be infused (vtbi) = 70ml. The user started the infusion, paused it immediately afterward, and set a six-hour delay. At 10:55 am, the user modified the dose to 0.1 mcg/kg/min (calculated rate of 66ml/h) and resumed the infusion. At 11:01 am, the user set a six-hour delay. At 11:40 am, the pump module alarmed door opened and check IV set, three minutes later, at 11:43 am, the user silenced the alarms, channeled off the pump module and powered off the system. No further infusions were noted on that day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system with guardrails suite mx user manual (v12.3.2), it states within warnings and cautions do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported free flow of isoproterenol (isuprel) was not determined or replicated. The suspect device was not returned for investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the primary IV tubing was properly loaded into the pump and the pump door was securely closed. While the infusion pump was being programmed, the isuprel medication was observed to be freely flowing and effectively bolusing into the patients IV line. The event occurred on 16 february 2026 at approximately 1100. The isuprel infusion was intended to run at 0.1mcg/kg/min with a concentration of 0.1mg/100ml. The patient subsequently reported experiencing palpitations and tachycardia, and cardiac rhythm monitoring showed atrial fibrillation. The customer confirms no medical interventions were provided to the patient. The patient had a pre-planned admission to the cardiac cath lab as well as the hospital. These admissions were not as a result of the over infusion. Customer reports there was no patient harm.